Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a bend in the electrode body approximately 5.4 centimeters (cm) from the terminal pin. Resistance testing found the sense a conductor coil was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed bend. The fracture characteristics appeared consistent with cyclic fatigue. The identified fracture resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that an inappropriate shock due to noise/oversensing was seen involving this device. The device was programmed to the secondary vector during this time. A review of the device data by technical services (ts) as well as x-ray images suspected possible lead mechanical damage and needs for a system revision and lead replacement. A review of the x-ray images confirmed no connection issue with the device and lead. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate shock due to noise/oversensing was seen involving this device. The device was programmed to the secondary vector during this time. A review of the device data by technical services (ts) as well as x-ray images suspected possible lead mechanical damage and needs for a system revision and lead replacement. A review of the x-ray images confirmed no connection issue with the device and lead. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.